Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a laser lead extraction the distal portion of a previously capped lead broke off and remains in the patient. No patient complications have been reported as a result of this event.